Manufacturer narrative:
Phone number:(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade IV."

Event description:
Healthcare professional reported right side "biocell," and "grade IV capsular contracture." The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and broken plug strap. Leak test and microscopic analysis was performed which identified: device no leakage and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "biocell," and "grade IV capsular contracture." The device has been replaced.